Manufacturer narrative:
(B)(6). Results: a samples has been returned for investigation but has not yet been evaluated. A review of the device history record has been conducted and zero defects were noted. Conclusion: a conclusion is not yet available as the evaluation is still in progress. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse suffered a contaminated needle stick injury with an 18 g x 1 1/2 in. Bd¿ blunt filter needle because the cap was too tight and could not be removed in a sterile and secure way. Although it was reported that there was blood/biological fluid exposure to the nurse, there was no report of medical intervention.

Manufacturer narrative:
Results: three sealed and unused samples were returned for evaluation. The returned samples were examined for the customer¿s reported issues. Each needle was attached onto a 3ml bd syringe and was tested for shield pull. No tight shield was observed on the returned sample. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6208989. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.